Event description:
It was reported that during the procedure, the physician was unable to insert the lead into the header block far enough. It was stated that the ¿blue mark¿ was not seen. The physician reportedly chose to implant the implantable neurostimulator (ins), despite the issue because it was ¿impossible¿ to insert the lead further. When the impedances were measured after the procedure, the physician understood the problem was with the connection between the lead contacts and the header block contacts. The decision was then made to replace the ins. There was no problem with connecting the replacement ins and the lead during the revision. The replacement ins resolved the issue. There was no patient symptoms or complications associated with the event. The patient¿s status at the time of the event was alive and no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.